Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that a review was sent to technical services (ts) due to this device exhibiting variance in the pace impedance measurements. X-rays taken showed no abnormality and no stored episodes were recorded. Ts discussed possible troubleshooting and continued monitoring of the patient. This device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Upon further information this investigation will be updated.

Event description:
It was reported that a review was sent to technical services (ts) due to this device exhibiting variance in the pace impedance measurements. X-rays taken showed no abnormality and no stored episodes were recorded. Ts discussed possible troubleshooting and continued monitoring of the patient. This device remains implanted. No adverse patient effects were reported. Additional information received noted an additional request for review due to two signals seen exhibiting possible far field oversensing on the atrial channel, but no deflections on the shock electrogram. Ts discussed the case and noted that the possibility of integrated bipolar oversensing was not likely as the atrial lead was far away from the ventricular lead and the ventricular lead did not appeared apical based on x-rays from (B)(6) 2017. No recent x-rays were sent for review. The patient will continue to be monitored.